Event description:
On 11/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring the assistance of emergency services. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced hypoglycemia in the early afternoon due to a dexcom g7 continuous glucose monitor (cgm) sensor issue. The sensor was replaced later in the day, and finger stick checks were used to confirm blood glucose readings. At supper, the user's blood glucose was 123 mg/dl, and after announcing the meal, the ilet delivered 4 units of insulin. This caused the user's blood glucose to drop to 40 mg/dl. Emergency services were called, and the user consumed multiple glucose tablets, bringing their blood glucose up to 140 mg/dl. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.